Event description:
Boston scientific received information stating: during a follow up procedure, egm appears to show high amplitude noise on the atrial channel but otherwise appropriate detection and administration. No adverse patient effects. Hospital: (B)(6) hospital (B)(6). Event date (B)(6) 2011 technician: (B)(6). Implant date: (B)(6) 2006. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).